Manufacturer narrative:
Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# lb5061, implanted: (B)(6) 2003, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The patient reported via the device manufacturer's representative (rep) there was warmth around the implantable neurostimulator (ins) regardless of charging. The patient felt the warmth. The charger was reviewed for max temperatures. The temperatures remain below the max and the thermometer icon had never been seen. The impedances on the spinal cord stimulator (scs) were fine. There were no actions taken. The ins remains warm even when the charger was not being used and even when the scs had remained off for a period of time. The issue was not resolved at the time of this report. There was no surgical intervention planned. Additional information reported that just one ins experienced warmth. The surgeon was considering a location change. If additional information is received, a supplemental report will be submitted.